Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the unicel dxi 600 access immunoassay system (serial number (B)(4)) for three patients. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for two patients. MDR 2122870-2015-00123 addresses the results obtained on (B)(6) 2015 for a third patient. The initial elevated results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The first patient's sample (designated as patient 1), was reanalyzed on the same unicel dxi 600 access immunoassay system four additional times. Three of the repeated samples recovered within the customer's normal reference range while one of the repeated samples recovered above the customer's normal reference range. The patient's sample from the second patient (designated patient 2) was repeated twice on the same unicel dxi 600 access immunoassay system and recovered within the customer's normal reference range. The same sample from patient 2 was reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and also recovered within the customer's normal reference range. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patients' samples were collected in heparin plasma tubes and centrifuged at 3000 rpm (revolutions per minute) for ten minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patients' demographics: age, date of birth, sex or weight. Field service engineer (fse) was dispatched to assess the instrument. While on site, the fse inspected the probes and verified that alignments and ultrasonics were within specification. No system or hardware issues were identified. The access accutni+3 reagent was not returned for evaluation. The cause of the non-reproducible elevated access accutni+3 results cannot be determined with the available information. All mdrs associated with this report are: 2122870-2015-00122, 2122870-2015-00123.